Event description:
It was reported that during a left lobectomy procedure, the device was opened, they found the device had not fired any staples. The cartridge was inspected, and all staples remained in the cartridge as if it had not been fired. Sutures were used to complete the procedure without further complication. There were no adverse consequences to the patient. The patient has hepatitis c.

Manufacturer narrative:
Information anticipated, but unavailable at this time.